Event description:
A valiant stent graft system was implanted in zone 3 in a patient for the endovascular treatment of a 380 mm length thoracic aortic dissection. The maximum thoracic aortic diameter was 47 mm. The true lumen was 12 mm in diameter and the false lumen was 35 mm. The diameter of the distal margin of the lcca was 34 mm. The false lumen was partially thrombosed. It was reported that, approximately four years and three months post index procedure, an x-ray revealed that the valiant stent graft had a fracture. The maximum thoracic aortic diameter measured 55 mm. The true lumen was 33 mm in diameter and the false lumen was 22 mm in diameter. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the reported stent fracture could not be confirmed from the two x-ray images provided. The proximal portion of the stent graft were not clearly visualized due to the image quality. The exact cause of the reported stent fracture could not be conclusively determined. Pre-implant films, films during index procedure, earlier post implant films, and additional films that showed the stent fracture were not provided.

Event description:
Additional information was received as follows: upon further review, no fracture was determined to be found.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.